Event description:
Information received indicates the caster continue to ratchet when in brake.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.